Manufacturer narrative:
Incidental findings : visual inspection of the driveline revealed rescue tape had been applied in-between approximately 4.5 inches to 12.25 inches from the metal connector. The siliastic sleeve was missing/torn in-between approximately 5.0 inches to 13.0 inches from the metal connector. Manufactures investigation conclusion: driveline wire compromise was confirmed via the evaluation of the returned portion of external driveline. A distal end driveline repair was performed by an abbott technical services representative on 12nov2020 under work order (B)(4). The approximately 19.0 inches segment of driveline replaced by technical services was returned for evaluation. The silicone sleeve, bionate, and metal-braided shield were removed from the returned portion of driveline. Upon removal of the metal-braided shield, visual inspection of the underlying wires revealed a breach in the insulation of the red wire approximately 3.75 inches from the metal connector. Continuity testing was performed and did not reveal any discontinuities or shorts. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The exposed conductors of the red wire appeared to have been the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breach in the insulation of the red wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short-to-shield could have caused the low speed and pump stop events, as seen in the submitted log file data. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported low speed advisories. The patient was able to catch speed in the 7000 range and reported that the pump vibrated when this happened and noticed it when lying on either left or right side. The patient was feeling well, with no heart failure symptomology. Map (mean arterial pressure) in clinic on event date was 82 by doppler. Upon external inspection, there was about 10 inches of silicone tape on the driveline. Interrogation revealed that the patient had several pump stops. Log file submitted revealed low speed and pump stop events (B)(6) 2020 while connected to the power module only as this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The patient had gained a significant amount of weight since implant and currently has a large hernia under the vad pocket. A driveline (dl) repair was performed on (B)(6) 2020. The removed section of dl was returned for evaluation. Additional information was requested but not yet provided.